Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originated at the ipg site, however, no explanted products were returned for analysis. The patient was prescribed clindamycin and the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient also had experienced skin erosion at the ipg site.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the ipg site. In turn, the patient was prescribed clindamycin and the ipg was explanted. The infection has since resolved.